Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump was received with scratches on the lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was 467 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir window, upper right corner of the lcd screen and the battery compartment threads were all cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.